Event description:
It was observed that during the device evaluation, the colonovideoscope had black screen. There was no patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. 1, customer had a scope communication error (b30) and scope communication error code (e216). 2. Customer powered off/on and were able to complete the procedure and took the scope to three other towers and continued to error. 3. Technical assistance support (tac) instructed to ensure the scope contacts are clean and dry and wipe the contacts with an alcohol pad, allowed to dry and ensured the video system center and xenon light source are powered off when connecting and removing. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.